Event description:
Pt admitted for sob, weakness, chf. During eval of his atrial fibrillation, it was discovered that his ventricular defibrillator lead wire was fractured. This was explanted and new one reimplanted. Mfg rep was immediately notified.